Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: aspirin, bystolic, clopidogrel, crestor, lisinopril,metformin, niacin, nitrostat. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, endoprosthesis: component migration;

Event description:
On (B)(6) 2016, this patient underwent treatment for an abdominal aortic aneurysm and was implanted gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention for a distal type I endoleak associated with the contralateral leg component (plc201200/14931836) on the left side which was reported to have migrated back (distance unknown). An additional contralateral leg component was implanted to extend coverage. Additionally, due to a large accessory renal artery, the physician chose to coil embolize the aneurysm sac. The patient tolerated the procedure and the endoleak was resolved.